Event description:
In this event it is reported that three of the four used carbide burs broke during extraction of the left mandibular third molar, an x-ray was taken at clinic and a broken part penetrated into jaw was found. However the broken piece cannot be removed at pair mall dental clinic. According to the patient, he didn't feel pain and numbness. Continued follow-up will be performed at pair mall dental clinic.

Manufacturer narrative:
The device is not available for evaluation, however, the lot number was provided and one bur of the same lot has been returned. As a result of the investigation, the returned product( from same lot returned from user) were confirmed to be mani products, the appearance and dimensions, as well as the results of machinability test, were all within the standard values, also no problems were identified during the reproducibility of properly operation. We analyzed that there is a large possibility that our devices were used in a way that was not intended, and we will recommend the model #mzb to users for removal of an impacted tooth. A supplemental report would be followed up from us only if additional information regarding the patient becomes available.